Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the IV tubing was disconnected from the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.